Manufacturer narrative:
Other text: additional information. This MDR was generated under protocol: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition. The keypad and labels were all intact. Upon power up of the device the reported error was displayed. The device was unable to be run in simulated use. The batteries were depleted. The device was opened and it was found the motor was locked. Event history log review found multiple errors related to the primary complaint. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: the motor was replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump gave "error 1870". No adverse effects were reported.